Event description:
It was reported that during preventative maintenance in or4, it was observed that paint was chipping on the surgical light handles. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
It could not be absolutely confirmed what caused the reported chipping paint on the surgical light handles. There was no report of patient involvement or any adverse consequences reported. The user facility was sent new light handles as replacement components.